Event description:
A (B) (6) pt, called into lifecor customer support to report that his battery would not charge when placed on the charger. Review of pts previous download show no signs of battery or charger issues. The pt was issued a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery (B) (4) has been completed. The reported problem has been confirmed. The cause of the failure was defective cells in the battery. Upon inspection, it was found that one or more of the cells appeared to be leaking. The root cause of the leaky battery cells cannot be positively identified. The battery was repaired and retested. No adverse event resulted from the leaky battery cells.